Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redw1668 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported the patient was placed in a peripherally intubated central venous catheter for long-term intravenous infusion on (B)(6) 2021. On (B)(6) 2021, the nurse found that the catheter was broken while maintaining the catheter and changing the dressing. No other information was provided.